Manufacturer narrative:
(B)(4). The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the fit of the custom implant did not fit properly. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was reviewed with hcp and determined to be human factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.